Manufacturer narrative:
(B)(4). The insulin pump had a minor scratched lcd window. There were cracks in the case near display window corners, lcd window and the battery tube threads. The reservoir tube lip was broken. The pimp was received with broken off reservoir tube lip. The reservoir was unable to lock in place due to it being completely broken off.

Event description:
Customer reported via phone call that their pump had cosmetic damage. Damage reported was a crack around the rim of the reservoir and on the battery compartment. Blood glucose level at the time of call was 112 mg/dl. The device will be returned for analysis.